Event description:
As part of ameda, inc's quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted ameda, inc. On (B)(6) 2015 to check on the status of an order for an ac adapter. Customer had been using batteries to power on the purely yours breast pump she uses. During the conversation, the customer opened the battery compartment by removing the cover. She noted a greyish, sticky fluid inside the compartment and on the batteries. Customer removed the batteries and this grey liquid covered her hands. Customer washed it off with cool water. She denies burn or injury.

Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark grey substance, e.g. Battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed. The returned batteries were observably damaged. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed.